Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. A philips remote service engineer (rse) checked the system and found the system failed to produce x-rays. After reviewing log file, rse that wired foot switch sometimes does not respond. Upon troubleshooting, rse found that too much delay in activation of the internal switches in the wired footswitch. To resolve the issue, rse suggested customer to replace the wired foot switch. After replacement of wired foot switch by customer, system was returned to use in good working order. The codes were updated based on the investigation outcome.